Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a cardiac surgery unrelated to the device. During procedure, it was noted that the pacemaker triggered a false battery induced elective replacement indicator on (B)(6) 2020, and falsely stated that it reached end of service on (B)(6) 2021. Test function and battery voltage were normal. A device download was recommended but not performed, as the patient was recovering from recent surgeries, which were unrelated to the device. There were no consequences to the patient as a result of the malfunction.